Event description:
Pt reported pain in arm, PICC aspirated without problem. However pain continued and line removed. Fracture noticed at 2cm proximal to exit site.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.